Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that leakage occurred during blood pressure monitoring near the connector of the position sensor. No patient injury was reported.

Manufacturer narrative:
The suspect device was not returned for evaluation; however, the account provided a video that showed a luer fitting crack or loose connection between the transducer and fittings resulting in leakage. The root cause of the complaint cannot be identified. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.